Event description:
It was reported to boston scientific corporation in 2005, that an enteryx procedure kit was implanted in a male patient in 2005, (patient weight is unknown). Seven (7) injections were delivered with a total of 6.2cc of enteryx solution. Of this total, 5.9cc was injected intramuscular, and 0.3cc was submucosal. According to the complainant, post procedure, the patient experienced difficulty swallowing food and liquid and a weight loss of 7 pounds. Barium swallow results were normal. Condition at the time of the complaint was reported as stable.

Manufacturer narrative:
The device remains implanted in the patient, therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product. Device remains implanted in patient.